Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged with struts at the distal edge distorted and slightly flared while struts on proximal rows 4 & 5 distorted and bunched. The stent moved proximally on the balloon over the proximal markerband exposing the balloon wall on the distal side for approximately 11mm. The crimped stent outer diameter (od) at the undamaged portion was measured and is within specification. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) was found within specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specification. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. No sign of positive pressure being applied. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was pulled out from the package and checked, it was noted that there was some damage on the stent strut. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy ii drug-eluting stent was selected for use to treat a lesion. However, when the device was pulled out from the package and checked, it was noted that there was some damage on the stent strut. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.